Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to oversensing of noise and a change in morphology. Troubleshooting was performed; however, the noise could not be re-produced. X-rays were performed which showed the electrode inside the pocket with a sharp angle. Troubleshooting was performed again, and noise could be re-produced. They confirmed the electrode was fractured. Since the noise was confirmed in all three vectors the physician decided to program tachy therapy off and provided the patient with a lifevest. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to oversensing of noise and a change in morphology. Troubleshooting was performed; however, the noise could not be re-produced. X-rays were performed which showed the electrode inside the pocket with a sharp angle. Troubleshooting was performed again, and noise could be re-produced. They confirmed the electrode was fractured. Since the noise was confirmed in all three vectors the physician decided to program tachy therapy off and provided the patient with a lifevest. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.